Event description:
During a coronary stent procedure, the first inflation was to 9 atm's, resulting in no balloon inflation. A negative prep was performed and a second inflation to 9atm's, resulting in an incomplete deployment of the stent. Another negative prep was performed and a third inflation to 12 - 14 atm's successfully deployed the stent. After deployment of the stent they were unable to deflate the balloon. Several unsuccessful attempts were made to deflate the balloon. The balloon was eventually removed from the stent and the entire system including the guide catheter was removed without incident. Pt status is listed as "okay".